Event description:
The patient has had multiple surgeries on his left hip. He has had a total hip replacement left in 2002, revision 2002 due to broken components, 2004 due to dislocations, I&d 2004 due to infection, revision 2004 due to infection (antibiotic spacer placed). The patient was recently admitted for a total hip revision after antibiotic spacer resolved. The patient's hip was cultured and showed no signs of infections. All components were removed and replaced.